Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 13-nov-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced eight different incidences, which were associated with separate units, involving eight different events. This is the third of eight reports. Refer to 9611594-2020-00220 for the first event. Refer to 9611594-2020-00221 for the second event. Refer to 9611594-2020-00223 for the fourth event. Refer to 9611594-2020-00224 for the fifth event. Refer to 9611594-2020-00225 for the sixth event. Refer to 9611594-2020-00226 for the seventh event. Refer to 9611594-2020-00227 for the eighth event it was reported there was and incident of the cuff not holding air. The cuff was not inflating on intubation. There was no reported patient injury.